Manufacturer narrative:
Zoll medical corp has received the prod and will be providing a follow- up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device failed to shock via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.